Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was under rate, and the patient was very dissatisfied due to his cadd pump beeping at home. Per reporter, upon bringing the pump in, they observed that the amount administered was 106.85 ml, the reservoir volume displayed was 8.2 ml, yet the bag was completely empty. Continuous infusion rate: 2.5 ml/hr. Total reservoir volume: 8.2 ml. Given: 106.85 ml. Air detector was off. Upstream sensor was on. Length of infusion: 46 hours. Lock level: ll2. The pump was used to prime the extension tubing. Patient was not medically affected.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.